Event description:
The hospital discovered positive cultures in pts' bronchial lavage samples (bal) and an olympus bf-p30 bronchoscope. The pts did not show any signs of infection related to the positive cultures.